Event description:
Pt self tester alleges discrepant results with meter readings. Tested 3x today: inratio = 5.9, 7.0, 4.1. Tests all done with different fingers, minutes apart. Result obtained last week - (B)(6) 2012: inratio = 2.3. Therapeutic range: 2 - 3.

Manufacturer narrative:
Investigation pending.